Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a ¿scan again in 59 minutes¿ message from his adc freestyle libre sensor. He further reported receiving this message for 5 days but continued to wear the sensor. On (B)(6) 2019 he was feeling ¿hot¿ and was ¿falling asleep¿ but could not receive a reading so he self-treated with an unspecified amount of insulin and then self-presented to an emergency room. At the hospital, a reading of ¿600¿ was received on an unspecified hospital device, customer was diagnosed with hyperglycemia and treated with insulin and unspecified intravenous fluids. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a ¿scan again in 59 minutes¿ message from his adc freestyle libre sensor. He further reported receiving this message for 5 days but continued to wear the sensor. On (B)(6) 2019 he was feeling ¿hot¿ and was ¿falling asleep¿ but could not receive a reading so he self-treated with an unspecified amount of insulin and then self-presented to an emergency room. At the hospital, a reading of ¿600¿ was received on an unspecified hospital device, customer was diagnosed with hyperglycemia and treated with insulin and unspecified intravenous fluids. No additional treatment was reported. There was no report of death or permanent injury associated with this event.